Event description:
As reported by the field, during a resheathing of a galaxy g3 mini 1mm x 3cm coil (glm910030, 30386745) the introducer failed to be re-zipped. There was no patient injury reported. No additional information is available. Based on the product analysis of the device received, the embolic coil was noted stretched.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found stretched, meeting regulatory reporting criteria. Procode: krd/hcg. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a resheathing of a galaxy g3 mini 1mm x 3cm coil (glm910030, 30386745) the introducer failed to be re-zipped. There was no patient injury reported. No additional information is available. A non-sterile galaxy g3 mini 1mm x 3cm was received inside of a pouch. It was noted that the embolic coil was protruding from the introducer and a kink was observed in the core wire near the marker band. The embolic coil was noted stretched where started to protrude from the introducer and the core wire was observed kinked near the marker band. No further test could be performed due to the conditions above noted. A manufacturing record evaluation (mre) was performed for the finished device 30386745 number, and no non-conformances related to the malfunction were identified. The device was returned to cerenovus for further evaluation. Upon arrival, the embolic coil was noted to be protruding from the introducer, under microscopic magnification, the embolic coil was noted to be stretched where it started to protrude. The core wire was observed kinked near the marker band. The damages described above prevented the introducer to be re-zipped during the functional test and could be related to the issue reported. The customer complaint was confirmed based on the findings observed. A manufacturing record evaluation was performed, and no non-conformance was found during the review. It should be noted that product failure is multifactorial. The instructions or use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.